Manufacturer narrative:
It was reported that the surgical clipper base "caught fire". Per report, at the time of the incident, the clipper base was in the medicine room and was plugged into a grounded receptacle with a gfi and backup power for charging. After noticing the incident, the device was immediately unplugged and local fire department was called, who confirmed the outlet was in working order with no damage to the wall or outlet. There was no impact to a staff, a patient or a procedure. Due to the reported incident and in an abundance of caution, this medwatch is being filed. Per the lot number provided, this surgical clipper base was part of a corrective action that took place in 2015 and it was confirmed that the facility acknowledged this corrective action. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the surgical clipper base "caught fire."